Event description:
It was reported that the patient was admitted to the emergency room after a car accident. It was reported that prior to the accident the patient saw a physician due to complaints of stimulation. The stimulator was turned down, and the patient was given oral medication to help with the pain management. The patient was prescribed to take neurotin six times per day. While the patient was driving his car the evening before the date of this report, the patient's right leg went numb and then felt a full shock in the same leg 'to level 10.' The patient couldn't loosen the leg, was frozen, and his foot was stuck on the gas pedal. The patient ran into a light pole and totaled his vehicle. The airbags deployed and the seatbelt cracked the implantable neurostimulator (ins), which was implanted in his right buttock area. The device was 'cracked down the whole side.' It was noted that the patient had the stimulator on while he was driving. The patient received medical care. After the accident the patient had a burning sensation at the ins site, was having a shocking or jolting sensation, and had severe back/neck pain. The patient turned off the ins. Since the accident, the patient had fallen 4 times due to his back/leg issues. An appointment with a health care provider was scheduled for (B)(6) 2012 in order to have the device removed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).